Event description:
A locking nut, implanted on (B)(6) 2004, was noted to have popped off the pedicle screw on (B)(6) 2004 with no loss of alignment. Construct was implanted at t2-t4 for a lower cervical fracture with bone graft. Patient was placed in a hard collar, 24 hours/day. All hardware currently remains in the patient.